Manufacturer narrative:
Due to characterization limit e1 event site telephone: (B)(6). This complaint was opened as part of CAPA 1357192 to ensure the correct number of complaints are initiated for related events. Upon review of this complaint, an additional complaint was identified and opened, which was determined to be reportable. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that during use of the linear 40cc device, the customer found that the balloon extension tube interface did not match. Then check the inventory and found another one. These three iab are from the same lot. The customer tried another unit and found the same issue. No harm or injury to the patient was reported.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. The finished good package was returned with both the iab and pouch kit and insertion inside and unopened. Upon review, it was found that both ends of the extender tubing had the same luer connectors, whereas the correct configuration should include one female and one male luer. No damage was found on the returned package or device. The 40cc extender tubing met the required length and red printed text specifications. However, one of the luers attached to the tubing did not conform to the specifications. The engineer tested the attachment by pulling on both ends of the luers and found that both luers remained securely in place. The evaluation confirms the reported failure of iab incorrect or wrong extension tube in packaging. CAPA 1339446 and hhe 1323480 were initiated to investigate the failure further. A lot history record review was completed for the reported product. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend increase in number of complaints over past three months. There was 1 crapa 1339446 for the product type in the two year review period. The CAPA is currently completed pending effectiveness check.

Event description:
N/a.